Event description:
A male pt had the following medical history: never smoked, unstable angina iib, insulin-dependent diabetes mellitus since nov 1995. Hypertension, and hypercholesterolemia. The pt was enrolled in the study medications at baseline included beta-blocker therapy, aspirin, clopidogrel, lipid lowering agent, angiotensin ii antagonist and simvastatin. The pt received six cypher stents. The pt received a 3.5 x 23mm and a 3.0 x 33mm stent in the mid left anterior descending (lad), a 3.0 x 23mm stent in the obtuse marginal, a 2.5 x 13mm and a 2.5 x 18mm stent in the postero-lateral, and a 3.0 x 13mm stent in the mid rca. Approx two years later, the pt had a myocardial infarction (mi) that was treated with a re-ptca the same day. It is unk at this time which vessel was treated.

Manufacturer narrative:
The device crs 13250 (lot r0703553) is distributed outside the united states: however it is similar to the united states product cxs 13250. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt. The device is one of six products associated with this event. Please refer to MFR report # 9616099-2006-01259, 9616099-2006-01260, 9616099-2006-01262, 9616099-2006-01263, & 9616099-2006-01264.